Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the sample returned consists of one (1) for p/n: 670170, returned sample was received in used, in a plastic bag. During visual inspection it was detected that the valve of the pilot balloon was missing. The customer's indicated failure mode was confirmed. However, a root cause could not be determined. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the spring mechanism in the pilot balloon fell out. There was desaturation event and shortness of breath. The patient required a tracheostomy change.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.